Event description:
It was reported that: on three separate occasions in 2/2001, the user noted that when the sevoflurane vaporizer was engaged, the pt appeared to be light. This was determined by the pt's increase in blood pressure and pulse rate. The user increased the sevoflurane vaporizer output and the pt symptoms did not change. The user then switched to a desflurane vaporizer and the pt no longer exhibited the symptoms. No peruse checkout performed and no agent monitoring.